Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Per the physician, it is unknown if the perforation resulting in hemorrhage and hypotension were caused by the sgc or the guide wire. The reported patient effects of perforation, hemorrhage and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a perforation and surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. It was noted that the patients femoral vein was kinked. While inserting the steerable guide catheter (sgc), a loop of the guide wire occurred in the common femoral vein. The loop was corrected; however, five minutes later, the patient¿s blood pressure dropped. Contrast medium was then injected and showed a perforation of the common femoral vein, causing internal bleeding. The procedure was aborted, and surgery was performed. Mr remained at a grade of 3+. After surgery, the patient returned to a stable condition. There was no clinically significant delay in the procedure. No additional information was provided.